Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they received compromised force sensor system. The customer¿s blood glucose level was 122 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Compromised forced sensor alarm during the basic occlusion test due to faulty fsr (gold). Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to compromised forced sensor alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.